Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(6) alleging that her onetouch select simple did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 8:00am. The patient manages her diabetes with oral medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizzy and headache" on (B)(6) 2015 at 10:00 (am/pm not specified). The patient stated that she visited ER on (B)(6) 2015 at 4:00pm where she received hcp treatment of "metformina 850mg" oral diabetes medications. The patient denied testing her blood glucose using another device. At the time of troubleshooting, the csr noted that the incorrect test strips were being used and the patient did not have correct test strips to perform a walk-through test, the subject meter was not being used for the first time and there was no indication of product misuse. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have received hcp treatment with diabetes medications after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.